Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of approximately 50 mg/dl. Customer consumed carbohydrates or glucose tablets to address low bg. Reportedly, the customer alleged that the control iq settings were entered correctly, but needed to be adjust by health care provider. Health care provided adjusted settings to resolve the issue.